Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device was admitted to the intensive care (ICU) after receiving 8 shocks. It was noted that the rv rate was quite high possibly related to recent patient's alcohol consumption. The device delivered anti-tachycardia pacing (atp) and 8 inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response and therapy was exhausted. Technical services (ts) suggested device reprogramming options. The physician is considering single zone options. The device remains in service. No additional patient adverse effects were reported. Additional information received from the patient indicates that the device delivered 7 shocks for af after the patient spoke to ts regarding electromagnetic interference (emi).

Manufacturer narrative:
This report contains correction in section h6 impact codes .

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device was admitted to the intensive care (ICU) after receiving 8 shocks. It was noted that the rv rate was quite high possibly related to recent patient's alcohol consumption. The device delivered anti-tachycardia pacing (atp) and 8 inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response and therapy was exhausted. Technical services (ts) suggested device reprogramming options. The physician is considering single zone options. The device remains in service. No additional patient adverse effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device was admitted to the intensive care (ICU) after receiving 8 shocks. It was noted that the rv rate was quite high possibly related to recent patient's alcohol consumption. The device delivered anti-tachycardia pacing (atp) and 8 inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response and therapy was exhausted. Technical services (ts) suggested device reprogramming options. The physician is considering single zone options. The device remains in service. No additional patient adverse effects were reported.